Event description:
It was reported that the sensor gave inaccurate readings. The blood glucose reading was 205 mg/dl when the sensor reading was 114 mg/dl. The customer followed calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.